Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Summary of the manufacturing evaluation: as relevant for the complaint condition ¿broken screw,¿¿ the features related to the ¿shaft¿ and ¿star-drive¿ have been identified as relevant. However, only the star-drives have been measured because as mentioned before, the shafts were not delivered for this investigation. The features were measured according to the drawing and have passed their specifications, except for the position 5.4 which is damaged and has traces of use. No other features were measured because the shafts were not received. Since there is no lot number available, the material certificate cannot be identified. The received condition of the complaint agrees with the complaint description since the screws are broken as claimed by the customer. Besides, the complaint is confirmed, since the available data supports the complainant¿s description of the complaint condition. The relevant features regarding to the shaft were not measured, however in the features measured (star drive) there was no manufacturing issue identified. Therefore, from the manufacturing point of view, no deviations were found, thus this complaint has been rated as no valid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added concomitant device. Corrected data: corrected event description this report is for five (5) unknown locking screws/unknown lot. Partial part number for all five screws reported as 412.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure was performed on an unknown date with a variable angle volar distal radius plate with no allegation. On (B)(6) 2018, the patient¿s affected area got a little bit swollen. On (B)(6) 2018, the patient reported uncomfortable feeling and the hospital found by x-rays that one (1) variable angle locking screw and five (5) unknown locking screws were broken. The patient had no idea about any events that might applied great force to the affected area. The implants were removed on (B)(6) 2018 and another device made by other company was introduced. There was no surgical delay and procedure was completed successfully. The patient outcome is reported as stable. Concomitant devices reported: 2.4mm va-lcp plate (part#04.111.730s, lot#l939113, quantity#1).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a procedure was performed on an unknown date with a variable angle volar distal radius plate. On (B)(6) 2018, the patient¿s affected area became slightly swollen. On (B)(6) 2018, the patient reported an uncomfortable feeling and x-ray was used to discover that the distal screw was broken. The implants were removed on (B)(6) 2018 and another unknown device was implanted. Surgical outcome is unknown. The patient outcome was reported as stable. This report is for five (5) unknown - screws: locking. This is report 1 of 2 for (B)(4).